Manufacturer narrative:
Reliability analysis evaluated 2 opened and used reservoirs and performed a visual inspection and 1 of 2 found the transfer guard needle bent at 90 degree angle. Unable to perform a pre-fill test due to say condition. Remaining reservoir performed pre-fill reservoir test and passed per inspection found reservoir transfer guard needle not occluded. (B)(4).

Event description:
The customer reported via phone call that the reservoirs and the needle bent on the transfer guard. Customer also indicated that the reservoir leaks and the rubber seal came off. Customer does not recall any significant events leading to the error except that the needle bent upon insertion. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.